Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had multiple errors when trying to calibrate. Stated they had been trying this all day. Error codes 92 (heater test- element 2 failure), 105 (non recoverable navigation error) and 93 (heater test- element 3 failure). Per follow up information received via phone on (B)(6) 2024, the customer stated that it was discovered that the heating board was not working properly. They were waiting on a loaner. The device would be sent for evaluation.

Event description:
It was reported that the biomed had multiple errors when trying to calibrate. Stated they had been trying this all day. Error codes 92 (heater test- element 2 failure), 105 (non recoverable navigation error) and 93 (heater test- element 3 failure). Per follow up information received via phone on 11apr2024, the customer stated that it was discovered that the heating board was not working properly. They were waiting on a loaner. The device would be sent in for evaluation.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event is unconfirmed, DHR review are not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.